Event description:
The pt had a childhood poland's syndrome with hypoplasia of right breast treated at children's hosp with breast augmentation implant. Presently, the augmentation, although it has remained soft, had risen (baker's class I or ii capsular contraction) and left breast became more ptotic and empty. The implant was surrounded by capsule, the implant appeared to be a smooth silicone implant.